Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced shortness of breath and feel fluid inside of their body but do not feel overfilled coincident with automated peritoneal dialysis (apd) therapy. On the day of the event the patient, while connected to the homechoice device, became short of breath. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. Action taken with apd therapy was not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.